Event description:
The customer reported that the thermogard console (sn (B)(4) "does not work". The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site. The customer reported complaint of the thermogard console "does not work" was confirmed during the event log review. Based on the event log, the thermogard console stopped multiple times due to the tcmid:05 (coolant diff failure) error. The root cause of the intermittent tcmid:05 errors was a failed lm-34 temperature sensor, possibly due to the age of the device. The thermogard console was manufactured in june 2017 and is over 5 years old, beyond its expected service life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard console passed the initial functional testing without any fault or error. The event log was reviewed and noted the occurrence of multiple tcmid:05 error messages on the customer's reported event date. The lm-34 temperature sensor was replaced to address the tcmid:05 error. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).